Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the pitch cable being broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis. The clevis does not exhibit any damage or wear marks. The instrument has 2 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a de vinci si myomectomy procedure, the tenaculum forceps instrument "started to malfunction and was unable to work." After the instrument was taken out, it was noticed that "wires were coming out from the instrument." No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.